Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of hospitalization for low and high blood glucose level of 40 to over 500 mg/dl. The customer indicated that some of the sensors that were used did not work correctly. Customer was advised on proper calibration and calibration timing. No further troubleshooting was performed.